Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. Review of the measurements found that the impedance has gradually increased. The patient was brought in for defibrillation threshold (dft) testing and after the induction the impedance was 66 ohms. It was noted that they could still see impedance readings that were higher, but not out of range, at 95 to 110 ohms. No changes were made to the system. At this time the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the high out of range shock impedance measurements continued to occur and had increased from 133 ohms one year ago to 150 to 160 ohm range. Non-invasive programmed stimulation (nips) along with another defibrillation threshold (dft) test was performed and impedance for the delivered shock was around 160 ohms. Subsequently a revision procure was performed where the right ventricular (rv) lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a performance issue with the lead or an inadequate lead-to-device connection.

Event description:
This report is being filed to update the evaluation conclusion code.